Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported aviva system blood glucose results of 263 mg/dl and 79 mg/dl within 10 minutes. He woke up with low glucose of 40 at 5:52am (8-9). He was able to self- treat without any outside assistance by eating 33g carbs. He retested at 5:53 with result of 42, just so he could add in the carbs to his diary. His meter shows he tested at 6:09am with result of 263, and then again at 6:12am with result of 79. During call he said he did not remember getting the 263 result, but said he was feeling low glucose symptoms at that time and cannot remember clearly. At 8:42am his glucose was 112. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Retention testing was complete.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Retention testing was complete. Device received in a condition which made analysis impossible. Unable to test because a used strip was returned.